Manufacturer narrative:
Manufacture narrative: cataract and secondary surgical intervention to remove/replace/reposition the lens, are identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault, lens opacity asc. The lens was explanted, phaco-emulsification (cataract surgery) and iol implantation, and," edof iol implantation (vivity, alcon)" occurred. The problem was resolved. The cause of the event was a patient-related factor and unknown, "low vault."